Event description:
The device was not expected to be returned. The user facility reported the device was connected to mpm-1 the monitor and the intracranial pressure displayed on the monitor but the temperature was not displayed. No pt injury was reported and the pt was not in transit.